Manufacturer narrative:
Since the customer and device information was not provided on the initial manufacturer and user facility report, a device analysis could not be completed for the specified device. The device history record (DHR) and non-conforming material (ncm) records were reviewed and no discrepancies were found. In addition, the complaint history for the lot number was reviewed with no additional complaints related to this lot. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
This issue was reported via manufacturer and user facility report number mw5099179 which stated that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the scope's outer sheath became detached. When the customer attempted to remove the scope, the sheath remained lodged in the endotracheal tube. The endotracheal tube had to be removed and patient re-intubated. No harm to the patient or user was reported.